Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 3.50 x 15mm was selected for treatment of the target lesion. During the procedure, the balloon was inflated to 8atm when it suddenly ruptured. The device was completely removed from the patient, and the procedure was completed using another device. There were no patient complications.